Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the customer reported that scratch was visually seen on the optic after insertion of iol. The surgery was performed and completed without product replacement. The iol remained in the eye.

Manufacturer narrative:
The product was not returned for analysis. Video was provided and the reported complaint was observed. Video provided shows iol implantation with com handpiece and cartridge. The lens preparation and ovd fill is not provided. The nozzle comes in the picture at the pause location. The lens appears to be in the correct position for implantation. The plunger is at the trailing optic edge and both haptics are folded onto the optic. As the lens is advanced, the plunger is seen being slightly pushed into the folded lens. This may happen if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly causing friction. The lens is implanted and is being positioned with an additional instrumentation. Around 5 o'clock position a large cracks/ marks are visible at the optic edge. A smaller crack is visible above the gusset area. The product investigation could not identify the root cause for the reported complaint "optic was visually scratched". From the video it appears that the plunger may have been advanced slightly over the lens. This may happen if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly causing friction. Lens damage may occur: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Only the device was returned for evaluation. No lens returned. Additional observations were as follows: the associated qualified company cartridge was returned loose in a plastic bag placed inside a larger plastic bag with biohazard sticker applied to exterior. There appeared to be inadequate viscoelastic in the cartridge. The cartridge displayed evidence of being placed into a handpiece. The cartridge tip has stress lines. The root cause may be related to a failure to follow the IFU. There appeared to be inadequate viscoelastic inside the returned company cartridge. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).